Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a split on the top ridge of the pump. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump was received for evaluation. A separation was noted in the pump bulb between the first and second rib. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the pump bulb to separate the pump bulb between the first and second rib. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.